Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported: (B)(6) still has an open bite on the right side of his mouth, despite wearing his retainer every night. We recently visited the dentist, who informed us that he needs braces because his molars are not aligning properly, which is causing significant wear and tear in his mouth. It is now clear that byte was not effective for him, and we will need to invest in braces instead. (B)(6)2024: the dentist's concern is that the back teeth will wear excessively because they are not properly aligned. Additionally, the front canine tooth is not down far enough, which will lead to excessive side-to-side movement, further contributing to wear and tear. No letter of recommendation regarding the discontinuation of treatment was found.

Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: (B)(6) still has an open bite on the right side of his mouth, despite wearing his retainer every night. We recently visited the dentist, who informed us that he needs braces because his molars are not aligning properly, which is causing significant wear and tear in his mouth. It is now clear that byte was not effective for him, and we will need to invest in braces instead. (B)(6) 2024: the dentist's concern is that the back teeth will wear excessively because they are not properly aligned. Additionally, the front canine tooth is not down far enough, which will lead to excessive side-to-side movement, further contributing to wear and tear. No letter of recommendation regarding the discontinuation of treatment was found.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.